Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia, and also reported pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.). The customer reported a blood glucose value of 327 mg/dl. The customer was treated with humalog and lantus. The event involved product(s) mmt-7040a, mmt-332a, mmt-394a, mmt-1884. Troubleshooting was performed. Customer able to successfully clear the alarm, but was not able to complete the rewind. The device labels, were including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was not using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-332a, mmt-394a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0875 inches. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 15-mar-2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week from to the event date of 15-mar-2026, these pump error(s)/alarm(s) were noted. One pump error 130 alarm on (B)(6) 2026 at 19:41:12.000, one pump error 43 alarm on (B)(6) 2026 at 22:22:37.000 and multiple pump error 37 alarm on (B)(6) 2026 from 22:35:32.000 until 23:00:48.000. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found corroded motor home switch and moisture damage on da1 and r26/pcba 1 noted. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. No damage on the end cap or serial number label noted. The pump passed all the required testing. However, pump error 130, 43 and 37 alarm confirmed in the pump history due to corroded motor home switch. Unable to verify customer alleged for high bgs and low bgs. Cosmetic damage at the labels was not confirmed.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.